Event description:
A nurse reported that there wa no phacoemulsification power to the system during a surgical procedure. The system was exchanged to complete the surgery. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).